Event description:
Terumo received the following reported information: during the withdrawal of the microcatheter, the microcatheter broke. A part of it remained inside the artery. There was no impact to the patient, as it was located at the entrance of the embolization area.

Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E3: occupation: other doctor. G4: 510k: n/a. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.